Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer was using humulin insulin. Tandem clinical support informed customer that humulin is off-label per the user guide. To address the occlusion events, the customer replaced the infusion set and cartridge, resuming insulin therapy.